Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event. A surgeon indicated in an e-mail that unknown screws in the matrix mandible set tend to strip and cannot be removed from the mandible. This has happened with an unknown number of screws with an unknown number of patients. The surgeon stated that he had to cut a plate in order to gain access to the screw, and in addition, an unknown number of screwheads broke off. No further details or information were provided. No reported patient harm was noted. This report 2 of 2 for (B)(4). This report is for unknown screws.